Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the helix of the right ventricular (rv) lead was noted to have difficulty with extension and retraction. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.